Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections, per established sampling levels, were within acceptable limits during the production process. One decontaminated drainage bag was received at the manufacturing site for evaluation. According to the date code printed on the bag, the possible codes and batches manufactured could be determined. Visual inspection of the sample was performed according to procedure. The sample was received without the catheter. The catheter was not available for evaluation in the received sample. The root cause could not be confirmed because the catheter was not received for evaluation. However, there have been cases reported in the past for catheter detachment, of which a corrective and preventative action (CAPA) was opened to investigate and address the reported condition. The results of the investigation will be documented through the referred CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported, in the cardiac surgical intensive care unit, a patient had an issue with a foley with an unknown product ID and lot number. The foley had been inserted in the or and had been in for 3 days. When the patient stood up from the chair, the foley detached under the green tape and the tubing and bag fell to the floor. There was no harm to the patient.